Event description:
It was reported that pump malfunction occurred while customer participated in heated exercise class in room over 90 degrees. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset information, successfully reset pump, confirmed malfunction did not recur, and was advised to continue using pump and call back if issue returned.